Event description:
The customer reported via telephone call that the insulin pump had been into a pool and the act button became unrepsonsive. The customer removed the battery and the insulin pump alarmed for a reset error. The blood glucose reading was 200 mg/dl. The customer treated with manual injection. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The functional testing could not be performed due to the unresponsive buttons. The insulin pump was received with moisture damage to the motor and electronic assembly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube window and a cracked case at the reservoir tube corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.